Event description:
Allergan aesthetics received a report of 5 patients who may have been treated with coolsculpting and developed hard fibrous tissue. They were treated for liposuction post cryolipolysis.

Manufacturer narrative:
The events were described as lumpy appearance post cs procedure. In all the cases hard fibrous tissue was noticed. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data: b3, d1, d8, g1, g2 and h6.